Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the displacement test, sleep current measurement, active current measurement and self test due to the blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Unit received with cracked case on the back at the battery tube area and battery tube threads.

Event description:
The customer reported via phone call that his insulin pump was damaged. The customer's blood glucose level was 235 mg/dl. There was a hairline crack on the side of the insulin pump. The customer reported that he was swimming and there was water damage to the insulin pump. The customer was assisted in troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.